Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported loss of or failure to bond, fracture and fluid leak. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7711804 chronic catheter allegedly experienced a loss or failure to bond. The information was received from one source. There was no patient involved, therefore no patient information was provided.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7711804 chronic catheter allegedly experienced a loss or failure to bond. The information was received from one source. There was no patient involved, therefore no patient information was provided.